Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic left upper lung lobectomy, resection of the left upper lung with a stapler, the device was not able to fire, the surgeon was able to press the green button and the handle did not squeeze. The staple line was incomplete distally. They changed the new reload to fix the staple line and complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.